Manufacturer narrative:
A lot # for the device was reported and the device was returned for evaluation. A device history record is under review and the evaluation is currently under way. Section a through d. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the recanalization catheter tip detached in the patient during use in the popliteal. There were no attempts to retrieve the detached tip. Another catheter was used to complete the procedure. There was no patient injury reported.